Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed that the connector cone, segments and tabs were in good condition, however, the tip of the fiber was bend. The fiber was functionally tested with the hene (helium neon) laser fixture, a breakage along the length of the fiber was noted. The break likely occurred during handling where excessive force was applied during use. The instruction for use (IFU) cautions the user to not excessively manipulate or bend the fiber. Based on analysis results, the interaction between the user and device caused or contributed to the identified fiber breakage.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke when the physician pressed the pedal, the procedure was pause and a new fiber was used to complete the procedure. There were no patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber broke when the physician pressed the pedal, the procedure was pause and a new fiber was used to complete the procedure. There were no patient complications.